Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. Visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample was returned for evaluation; it consisted of a palindrome catheter that was received inside a generic plastic bag. The catheter presented signs of use (blood residues). Visual inspection was performed and it revealed a cut and a hole on the venous extension. The venous extension presented marks that indicate the use of some instrument. The other extension did not present marks. Additionally, the clamps were reviewed and as a result and no irregularities were identified however one of the clamps does not correspond to a covidien clamp. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The defect was not identified prior to insertion of the catheter. The physical sample involved in the reported incident was returned for evaluation and it present signs of use and customer manipulation; one of the clamps was detached for unknown reason and it was replaced with another clamp that is not a covidien product, this manipulation could be associated to the damaged found in the extension; therefore it can be concluded that this defect could be related to the use of sharp objects or rough edges during the use. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Also, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/7/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that a tunneled line exchange was done, left ij, and a pinhole was noticed on the venous lumen. There was no patient injury or ill effects. Another device was used without further consequence. The issue was identified a week after insertion, it occurred when exchanging an old catheter. The issue was identified when undergoing dialysis treatment and the dialysis marching alarmed.